Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error "light source has been disabled for safety reason" displayed during use plus "menu temporary unavailable" message intermittently experienced during procedure. Procedure was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned product, the error description provided by the customer, "error "light source has been disabled for safety reason" displayed during use plus "menu temporary unavailable" message intermittently experienced" could be confirmed. The tp101 diagnosis revealed a defect in the motherboard due to an unspecified component that was no longer functioning. It is not further investigated, what component exactly causes the fault because the high complexity of the unit. The most probable root cause therefore is component defect. The additional detected defects in the housing, the lack of adhesive feet, the knurled screws, the discolored fiber taper and the higher light output have no effect on the occurrence of mtu. The fiber taper wears out more quickly at higher light output. The event is filed under internal karl storz complaint ID: (B)(4).